Event description:
It was reported the pacemaker was found in safety mode. The patient felt contraction at the pectoral level, due to the unipolar competence of the safety core. Additionally, it was impossible to interrogate the device. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects were ported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported the pacemaker was found in safety mode. The patient felt contraction at the pectoral level, due to the unipolar competence of the safety core. Additionally, it was impossible to interrogate the device. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects were ported. The device is expected to return for analysis.